Event description:
It was reported that the device was used during a colon resection / nephrectomy due to colon and kidney cancer. The device was loaded with a white reload cartridge, fired and the vena cava was cut. There was a lot of excitement and a lot of bleeding. The main concern was to stabilize the patient. The surgeon does not recall seeing any staples, but the surgeon doesn't recall any other information and doesn't know what happened with the device. The patient received a transfusion and the quantity of blood loss is unknown. The case was completed. The patient is recovering. The device was discarded. (B)(6).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. It was reported that the device was used during a colon resection / nephrectomy due to colon and kidney cancer. The device was loaded with a white reload cartridge, fired and the vena cava was cut. There was a lot of excitement and a lot of bleeding. The main concern was to stabilize the patient. The surgeon does not recall seeing any staples, but the surgeon doesn't recall any other information and doesn't know what happened with the device. The patient received a transfusion and the quantity of blood loss is unknown. The case was completed. The patient is recovering. The device was discarded. (B)(6).